Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to blank display.

Event description:
The customer reported via phone call that insulin pump had low blood glucose. The blood glucose at the time of the incident was 65 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.